Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: this patient suture line completely opened up due to major intra abdominal sepsis. The patient was taken back to theatre again and a surgical procedure called debridement had to be performed. The doctor used the competition's sutures and stopped using covidien products immediately. The problem was only presented from 3-8 weeks post operation and the rep who originally dealt with the doctor changed area responsible for, it was therefore reported on the incorrect time frame. Additional information has been requested.